Event description:
It was reported that at the start of every ablation, the catheter icon on the carlo jumps/moves without the actual catheter moving. Patient injury may occur if the location of the catheter icon is different from the actual location since the user may ablate an area that is not intended. No patient injury was reported for this event.